Manufacturer narrative:
The t:slim pump user guide indicates : only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:slim system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 331 mg/dl. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer uses humulin r500 insulin. The customer was educated that only novolog and humalog have been tested and found to be compatible for use with the pump. The customer stated that the infusion set would be changed and a bolus delivered to stabilize bg level.